Manufacturer narrative:
As the stent remains implanted it the patient, it was not returned for analysis. The investigator considered the event of in-stent restenosis, moderate in intensity, and possibly related to the study device, but not related to the procedure. The sponsor believes the event is possibly related to the device and the procedure (4 months after the procedure). Investigation is not yet complete. A follow-up report will be submitted with any additional relevant information.

Event description:
A (B)(6) female with past medical history of coronary artery disease with myocardial infarction (mi) in 1991 and 1996, previous percutaneous coronary intervention (pci) to left anterior descending artery (lad) in 1996, mild-moderate left ventricular (lv) systolic dysfunction with stage ii diastolic dysfunction (left ventricle ejection fraction (lvef) 45%), aortic valve replacement, dual chamber pacemaker (complete heart block), paroxysmal atrial fibrillation, hypertension, deep vein thrombosis, chronic kidney disease stage iii, and asthma, presented on (B)(6) 2017 with stable. Coronary angiography for further evaluation showed significant stenosis in distal left circumflex (lcx) artery. The patient enrolled in a cobra trial. Pci was performed with pre-dilation balloon angioplasty, placement of cobra pzf¿ (3.5x 18) stent in lcx, and post-dilation balloon angioplasty. The post-procedure course was uncomplicated, with timi flow 3 noted. The patient presented on (B)(6) 2017 with progressive dyspnea over 12 months with no improvement after pci to the left circumflex (lcx) artery in (B)(6) 2017 (heart failure stage nyha iii-IV). Acute coronary syndrome (acs) was ruled out. Troponin was mildly elevated but stable; electrocardiography (ECG) showed sinus rhythm, with continuous ventricular pacing. Echocardiogram showed deterioration in lv systolic function. Coronary angiography for further evaluation showed in-stent restenosis in the lcx (target lesion) which was treated by pci with a drug eluting stent (des) on (B)(6) 2017. The patient was discharged on (B)(6) 2017 without any complication.

Manufacturer narrative:
As the stent remains implanted it the patient, it was not returned for analysis. A review of the lot history record indicated that there were no non-conformances related to restenosis for this lot. A risk assessment review confirmed that restenosis is captured as a foreseeable event. Additionally, restenosis is labeled in the cobra pzf instructions for use as a potential adverse event. The investigator considered the event of in-stent restenosis, moderate in intensity, and possibly related to the study device, but not related to the procedure. The sponsor believes the event is possibly related to the device and the procedure (4 months after the procedure). Intracoronary stent restenosis is multifactorial. The patient lesion type, disease progression, comorbidities, and vessel trauma could be contributing factors, however, relation to study device could not be excluded. The identification of restenosis at the site of the treated lesion does not imply a technical problem with the study device or study procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Event description:
A (B)(6) female with past medical history of coronary artery disease with myocardial infarction (mi) in 1991 and 1996, previous percutaneous coronary intervention (pci) to left anterior descending artery (lad) in 1996, mild-moderate left ventricular (lv) systolic dysfunction with stage ii diastolic dysfunction (left ventricle ejection fraction (lvef) 45%), aortic valve replacement, dual chamber pacemaker (complete heart block), paroxysmal atrial fibrillation, hypertension, deep vein thrombosis, chronic kidney disease stage iii, and asthma, presented on (B)(6) 2017 with stable angina. Coronary angiography for further evaluation showed significant stenosis in distal left circumflex (lcx) artery. The patient enrolled in a cobra trial. On 15 march 2017, pci was performed with pre-dilation balloon angioplasty, placement of cobra pzf¿ (3.5x 18) stent in lcx, and post-dilation balloon angioplasty. The post-procedure course was uncomplicated, with timi flow 3 noted. The patient presented on (B)(6) 2017 with progressive dyspnea over 12 months with no improvement after pci to the left circumflex (lcx) artery in (B)(6) 2017 (heart failure stage nyha iii-IV). Acute coronary syndrome (acs) was ruled out. Troponin was mildly elevated but stable; electrocardiography (ECG) showed sinus rhythm, with continuous ventricular pacing. Echocardiogram showed deterioration in lv systolic function. Coronary angiography for further evaluation showed in-stent restenosis in the lcx (target lesion) which was treated by pci with a drug eluting stent (des) on 24 july 2017. The patient was discharged on (B)(6) 2017 without any complication. Though requested, no additional information was provided.